Manufacturer narrative:
The workstation was subject to an on-site evaluation by a dräger field service engineer who could confirm the reported issue and trace it back to an issue with the pump of the auxiliary vacuum. The device generates a vacuum pressure in a special pneumatic circuit which is needed to actuate the valves that control the ventilation cycles and to keep the diaphragm of the piston ventilator in place during ventilator operation. When the vacuum pressure is out of range, the valve actuation may be inhibited, and the piston diaphragm can become wrinkled. Consequently, to prevent from potentially hazardous device output and from severe mechanical damages to the ventilator unit, the device is designed to force a safety shutdown of automatic ventilation and to alert the user to this by means of a corresponding alarm. If this situation occurs, manual ventilation including gas dosage remains still possible. The vacuum pump was replaced; the device passed all consecutive tests and could be returned to use. It is finally concluded that the device responded as designed upon the underlying error condition. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device exhibited a ventilator failure during a running surgery. As per report, no health consequences for the patient resulted from the event.